Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found the knife was trapped and the blade was exposed on the side of the jaw. The jaws would not open or close due to the trapped knife. The reported condition was confirmed. The investigation found the knife was trapped and could not retract. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The instructions for use(IFU) sates, confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was returned without any accompanying complaint information. Initial investigation found the k nife was trapped and the blade was exposed on the side of the jaw. The jaws would not open or close due to the trapped knife.